Event description:
The patient presented to the hospital after receiving several shocks due to over and under sensing, as well as noise. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported oversensing and noise was not confirmed in the laboratory. Visual inspection noted external insulation abrasions at 13.8cm to 14.2cm, 19cm to 19.5cm from connector pin. The rv cables and the ring electrode cables were exposed but not compromised in these areas. External abrasions were also noted at 20.4cm to 21.6cm from the connector pin, the ring electrode cable was compromised, causing the over- sensing and noise problem. These abrasions are consistent with friction to the ICD.